Event description:
The customer reported via phone call experiencing high blood glucose levels. The customer was unable to exit the rewind sequence and stated that the insulin pump had been alarming no delivery, as well. The customer's blood glucose was over 400 mg/dl. The customer stated that she was unable to exit the preparing to prime loop. She stated that while priming, she received the no delivery alarm, and the device would start the process over. She was advised to change the complete set and try priming the insulin pump again. Troubleshooting for the no delivery alarm and high blood glucose could not be performed due to the insulin pump being stuck in the preparing to prime loop. The customer declined to remain on the phone line, stating there was too much pressure and that she would call back if she required any further assistance.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.